Event description:
It was reported that the user applied a new fsl3+ sensor and experienced a low blood glucose of 57 mg/dl, which was treated with oral carbohydrate, and was counseled that early sensor wear can yield less accurate readings; the user¿s subsequent sensor reading was 178 mg/dl with a contemporaneous fingerstick of 160 mg/dl, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose with self-treatment and no hospitalization. Investigation included user interview and troubleshooting education regarding sensor stabilization and monitoring. Investigation of this case revealed no device malfunction reported for the ilet system and suggested sensor stabilization variability as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.